Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a travel course error and physical damage to plunger head. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint off travel coarse error and physical damage to plunger head. Review of event logs did not show any errors. No previous repairs noted in the last 12 months. Unable to confirm travel coarse issue with onboarding test, confirmed broken plunger case by visual inspection. The device was repaired by replacing the main board, plunger case and missing battery. The device was validated using the onboard performance verification test, and the pump passed all validation tests.